Manufacturer narrative:
Date sent: 05/01/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a liver biopsy procedure, the clip did not completely form, it jammed. A new device was used to complete the procedure. There was no pt consequence.